Event description:
The customer reported on (B)(6) 2013 his blood glucose was reading 160 mg/dl before he went to bed. The next morning ((B)(6)) he woke up with bg reading 398 mg/dl (exact time was not provided) so he gave a correctional bolus of 4.05 units of insulin. At 11:06 am his bg measured 278 mg/dl and the pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damaged appeared to have occured during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.